Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that leakage was found from the connection between the catheter and the catheter connector on (B)(6) 2019. It had been continued to use while observing the progress. However, the catheter was occluded on (B)(6) 2019, and then, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that leakage was found from the connection between the catheter and the catheter connector on (B)(6) 2019. It had been continued to use while observing the progress. However, the catheter was occluded on (B)(6) 2019, and then, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded:the complaint of a leak was unconfirmed since the problem could not be reproduced. One 4 fr groshong sl catheter was returned with a statlock device attached to the winged hub. The 45 cm depth marker was visible within the distal connecter assembly. Evidence of use was present within the catheter. Microscopic observation of the catheter surface revealed no apparent damage. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion and aspiration. The distal end of the catheter was clamped, and the sample was pressurized. No leaks in the catheter and connector assembly were observed. Since no issues were observed during functional testing of the returned sample, the complaint is unconfirmed.a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.